Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system would not fully boot. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, rse determined that the customer accidentally pressed the emergency stop button, found system was not turning on. Customer then switched on the system button and found the system started booting up. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was occurred since the user pressed emergency stop by mistake and there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the emergency stop was accidentally pushed but upon rebooting, the system would not fully boot and was stopped at 00:00. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.